Event description:
It was reported that during a hysterectomy procedure, error 3 occurred during use and the blade was broken off when the doctor checked the tip of the device. As the error sound was heard, the device was removed from the patient. When the nurse cleaned the blade with gauze outside the patient body, the blade was broken. Therefore no pieces were left in the patient body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
The maquet servo-I ventilator had been in use on the patient for seven (7) days prior to this event. During the monthly backup generator, under load testing, the ventilator shut down as if it had lost power. The backup batteries in the ventilator did not keep the unit operational. The respiratory therapist was at the bedside when the incident occurred. The respiratory therapist immediately removed the patient from the ventilator and manually ventilated the patient until a replacement ventilator was obtained. Manufacturer response (as per reporter) for ventilator, servo-ithe local service engineer is evaluating the unit at this time.

Manufacturer narrative:
(B) (4). (B) (4). Added additional information the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time